Event description:
Catheter tip fractured and embolized to the pulmonary artery. Tried to retrieve tip but it is lodged in the pulmonary artery. Poor functioning catheter in the dialysis unit, brought patient in & did x-ray to confirm tip had fractured from the catheter.